Manufacturer narrative:
Retainer ring=black. On 11/28/2021 customer called in with the following concern: customer took a shower she disconnected the pump, when she got out of the shower the pump was vibrating and a white light flashing. She took the battery out but now it wont come on just has a black screen and it is beeping display. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, self test, displacement test, rewind, prime/seting test, basic occlusion, force sensor and occlusion test. No blank display, missing segments/partial display or tone anomalies noted. Unit functioning properly. No abnormal behavior during download history review. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection it was determine that the ingress of water corroding electronic assemblies causing electrical short. Unit also receive with cracked case(battery tube) and cracked battery tube threads. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. However, corroded electronic assemblies noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display. Customer stated that the insulin pump was vibrating and a white light was flashing. After the customer took out the battery, the pump had a blank screen. Customer also reported that pump was beeping with blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.